Event description:
It was reported difficulties were encountered during withdrawal of the stiffening cannula from the ureteral stent following successful ureteral stent placement. Continual exertion against resistance resulted in breakage and subsequent detachment of the cannula within the stent. The pt underwent surgical removal of the stent and encapsulated cannula. Another stent was placed at that time and the pt's condition is good. The device has just been received by this MFR. Upon completion of the engineering eval, a supplement will be forwarded. It was indicated continual exertion against resistance was encountered during withdrawal attempts, which may have been a contributing factor in this event. Follow-up also indicated the pt's anatomy was tortuous. These factors may have contributed to this event. However, without evaluating the device, the co. Is unable to determine the exact cause for this event.